Event description:
In initial procedure, attending surgeon holding digital pressure on innominate vein while fellow attempted right venous cannulization. The fellow could not advance the wire or removed the wire through the sheath and removed the entire device. The scrub team did not visualize wire protruding from the tip of the cannula. The remaining wire was returned to the wire hoop to contain on the field. Later in the case, the count was over by 2 needles and a chest and left groin x-ray was performed to clear the count. No rsi seen by radiologist. On (B)(6) 2024, the case was posted to remove the wire. The wire was removed by vascular surgery. The circulator asked if the wire needed to go to pathology; the surgeon stated no. A photo of the wire was captured by the surgery team. The device and packaging was not saved in the initial case. This was an emergency case. The fellow could not advance the wire or remove the wire through the sheath and removed the entire device. The scrub team did recognize the wire looked different but to the degree they spoke up - not clear. Surgeon was aware of potential wire piece retained. On (B)(6) 2024, the case was posted to remove the wire. The wire was removed by vascular surgery. "(B)(6)".